Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired a (B)(6) infection following an implant procedure. The wound site was not healing well. The device was explanted. The patient was hospitalized and was given IV antibiotics. The physician expressed that the event was a normal wound closure infection and it was not device related.